Event description:
It was reported that a care giver (cg) observed a minicap with a dry sponge. The cg stated that the sponge was orange/brown and appeared to have iodine on it; however, the iodine appeared dry. There was no damage to the packaging. The minicap was stored at room temperature. The cg stated the minicap was found before use. There was no patient involvement. No additional information is available. This is report 18 of 34.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: manufacturing date: 12/14/2014 - 12/18/2014. The device was received and an evaluation was performed to investigate the reported event. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Upon conclusion of the investigation, the reported condition was not verified. Should additional relevant additional information become available, a supplemental report will be submitted.